Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). Pt reports they turned their stimulation off and trying to turn their stimulation back on, but they feel the intensity strong in their leg. Caller reports this started about 3 weeks ago. Troubleshooting attempted, caller reports the screen is blank, suggest changing out the controller batteries. Caller reports they had to go and will call back later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.